Event description:
A medtronic representative reported that, while in a cranial tumor resection, in navigate, the system unexpectedly exited. After a re-boot of the system, navigation was resumed. The site was navigating their zeiss pentero 900, however, when in the hud menu, there was not an option to expand on the video menu option and select a quarter screen view. The surgeon proceeded using the silhouette function and the procedure was completed with the use of the navigation system. Following the surgery, re-booting both the navigation system and the scope made the video-->quarter screen/off options become available again. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient logs/archives have been returned to manufacturer for analysis. No reoccurrences of this issue have been reported, although the system has been used in subsequent procedures. Patient logs/archives not returned.